Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/severe pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding/extremely heavy bleeding") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included skin irritation. Plaintiff is (B)(6) years old. Concurrent conditions included nickel sensitivity. Concomitant products included anesthetics, general (general anesthesia). In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding that lasted two weeks at a time"), dyspareunia, abdominal pain, weight increased ("weight gain"), fatigue, constipation ("chronic constipation"), abdominal pain lower ("lower abdominal cramping/right lower quadrant pain"), vaginal discharge and cervicitis ("chronic cystic endocervicitis"). The patient was treated with surgery (total robotically-assisted hysterectomy with bilateral salping-oophorectomy) and surgery (underwent an endometrial ablation on (B)(6) 2013). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine haemorrhage, vaginal haemorrhage, dyspareunia, abdominal pain, weight increased, fatigue, constipation, abdominal pain lower, vaginal discharge and cervicitis had resolved. The reporter considered abdominal pain, abdominal pain lower, cervicitis, constipation, dyspareunia, fatigue, pelvic pain, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2018: bilateral essures are suspected on unknown date she underwent CT scan revealed, bilateral essureo devices were seen. Pathology report revealed "chronic cystic endocervicitis" and that 2 cylindrical pieces of grey coiled metal consistent with essure coils was removed. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated and expuled through the cornua / migration'), pelvic pain ('pelvic pain/ severe pelvic pain') and uterine haemorrhage ('abnormal uterine bleeding/ extremely heavy bleeding') in a 57-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included skin irritation. Plantiff is 57 years old. Concurrent conditions included nickel sensitivity. Concomitant products included anesthetics, general. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding that lasted two weeks at a time"), dyspareunia ("dysparenia"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), constipation ("chronic constipation"), abdominal pain lower ("lower abdominal cramping/right lower quadrant pain"), vaginal discharge ("vaginal discharge"), cervicitis cystic ("chronic cystic endocervitis"), genital haemorrhage ("abnormal bleeding") and device expulsion ("expulsed through cornue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total robotically-assisted hysterectomy with bilateral salping-oophorectomy and underwent an endometrial ablation on (B)(6) -2013). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, genital haemorrhage and device expulsion outcome was unknown and the pelvic pain, uterine haemorrhage, vaginal haemorrhage, dyspareunia, abdominal pain, weight increased, fatigue, constipation, abdominal pain lower, vaginal discharge and cervicitis cystic had resolved. The reporter considered abdominal pain, abdominal pain lower, cervicitis cystic, constipation, device expulsion, dyspareunia, fatigue, genital haemorrhage, pelvic pain, uterine haemorrhage, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2018: results: "[b]ilateral essures are suspected. Diagnostic results: on unknown date she underwent CT scan revealed, bilateral essureo devices were seen. Pathology report revealed "chronic cystic endocervicitis" and that "2 cylindrical pieces of grey coiled metal consistent with essure coils was removed. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc incident based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated and expuled through the cornua / migration'), pelvic pain ('pelvic pain/ severe pelvic pain') and uterine haemorrhage ('abnormal uterine bleeding/ extremely heavy bleeding') in a 57-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included skin irritation. Plantiff is 57 years old. Concurrent conditions included nickel sensitivity. Concomitant products included anesthetics, general. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding that lasted two weeks at a time"), dyspareunia ("dysparenia"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), constipation ("chronic constipation"), abdominal pain lower ("lower abdominal cramping/right lower quadrant pain"), vaginal discharge ("vaginal discharge"), cervicitis cystic ("chronic cystic endocervitis"), genital haemorrhage ("abnormal bleeding") and device expulsion ("expulsed through cornue") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total robotically-assisted hysterectomy with bilateral salping-oophorectomy and underwent an endometrial ablation on (B)(6) 2013). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, genital haemorrhage and device expulsion outcome was unknown and the pelvic pain, uterine haemorrhage, vaginal haemorrhage, dyspareunia, abdominal pain, weight increased, fatigue, constipation, abdominal pain lower, vaginal discharge and cervicitis cystic had resolved. The reporter considered abdominal pain, abdominal pain lower, cervicitis cystic, constipation, device expulsion, dyspareunia, fatigue, genital haemorrhage, pelvic pain, uterine haemorrhage, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2018: results: "[b]ilateral essures are suspected. Diagnostic results: on unknown date she underwent CT scan revealed, bilateral essureo devices were seen. Pathology report revealed "chronic cystic endocervicitis" and that "2 cylindrical pieces of grey coiled metal consistent with essure coils was removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received. New events "uterine perforation and genital bleeding" were added. Incident based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ severe pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding/ extremely heavy bleeding") in a 57-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included skin irritation. Plaintiff is 57 years old. Concurrent conditions included nickel sensitivity. Concomitant products included anesthetics, general (general anesthesia). In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding that lasted two weeks at a time"), dyspareunia ("dyspareunia"), abdominal pain ("abdominal pain"), weight increased ("weight gain"), fatigue ("fatigue"), constipation ("chronic constipation"), abdominal pain lower ("lower abdominal cramping/right lower quadrant pain"), vaginal discharge ("vaginal discharge") and cervicitis cystic ("chronic cystic endocervitis"). The patient was treated with surgery (total robotically-assisted hysterectomy with bilateral salping-oophorectomy) and surgery (underwent an endometrial ablation on (B)(6) 2013). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, uterine haemorrhage, vaginal haemorrhage, dyspareunia, abdominal pain, weight increased, fatigue, constipation, abdominal pain lower, vaginal discharge and cervicitis cystic had resolved. The reporter considered abdominal pain, abdominal pain lower, cervicitis cystic, constipation, dyspareunia, fatigue, pelvic pain, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2018: "[b]ilateral essures are suspected. On unknown date she underwent CT scan revealed, bilateral essure devices were seen. Pathology report revealed "chronic cystic endocervicitis" and that "2 cylindrical pieces of grey coiled metal consistent with essure coils was removed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforated and expuled through the cornua / migration'), device expulsion ('expulsed through cornue'), pelvic pain ('pelvic pain/ severe pelvic pain') and abnormal uterine bleeding ('abnormal uterine bleeding/ extremely heavy bleeding') in a 57-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included skin irritation, breast lump, endocervical polyp, endocervicitis, ovarian cyst and vulval lesion. Plantiff is 57 years old. On unknown date she underwent CT scan revealed, bilateral essureo devices were seen. Pathology report revealed "chronic cystic endocervicitis" and that "2 cylindrical pieces of grey coiled metal consistent with essure coils was removed. Concurrent conditions included nickel sensitivity. Concomitant products included anesthetics, general. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abnormal uterine bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding that lasted two weeks at a time"), dyspareunia ("dysparenia"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), constipation ("chronic constipation"), abdominal pain lower ("lower abdominal cramping/right lower quadrant pain"), vaginal discharge ("vaginal discharge"), cervicitis cystic ("chronic cystic endocervitis") and genital haemorrhage ("abnormal bleeding") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total robotically-assisted hysterectomy with bilateral salping-oophorectomy and underwent an endometrial ablation on (B)(6) 2013). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device expulsion and genital haemorrhage outcome was unknown and the pelvic pain, abnormal uterine bleeding, vaginal haemorrhage, dyspareunia, abdominal pain, weight increased, fatigue, constipation, abdominal pain lower, vaginal discharge and cervicitis cystic had resolved. The reporter considered abdominal pain, abdominal pain lower, abnormal uterine bleeding, cervicitis cystic, constipation, device expulsion, dyspareunia, fatigue, genital haemorrhage, pelvic pain, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2018: results: "[b]ilateral essures are suspected. Diagnostic results: concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: uterine perforation, device expulsion, abnormal uterine bleeding. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 15-jun-2021: mr received. Reporter information, patient middle name, dob, medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.